Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had an external blood leakage (a drop) at the point that clamp close. It was noted there was a blood loss of less than 150ml. It was reported the product was replaced, and there were no other deficient product used. There was no patient injury, no medical intervention, or adverse reaction associated with the event.